Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2016 a patient with a tortuous right iliac artery underwent treatment of a right iliac artery aneurysm with a gore® viabahn® endoprosthesis with propaten bioactive surface. Access was obtained via the right femoral artery through an 11fr sheath. The gore® viabahn® endoprosthesis with propaten bioactive surface was advanced to the target treatment area over a boston scientific super stiff 0.035 amplatz wire. Imaging showed the graft material on the distal (hub) end to be approximately 1cm short of the marker on the catheter, making the gore® viabahn® endoprosthesis with propaten bioactive surface appear to be only 9cm. It was decided this device would be removed. While withdrawing the undeployed gore® viabahn® endoprosthesis with propaten bioactive surface with the sheath, great force was needed. When the sheath and device were removed, the previously placed perclose sutures came out. The patient was taken to the operating room to repair the access site surgically, with a stent-graft and patch. The estimated blood loss prior to the additional procedure was 100ml and following the additional procedure, 500ml. No blood replacement products were given. The patient did well following additional procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Results: the engineering analysis stated the device arrived within an introducer sheath, which was not evaluated, as it is not a gore product. There was compression and twisting throughout the length of the endoprosthesis leading to wire protruding through the braiding constraining line. The distal shaft, upon which the endoprosthesis is mounted, was exposed about 5.5 cm on the transition end. There was crimping of the distal shaft at 2.5 cm and 3.5cm from transition. The deployment line appears to be stuck between two apices in the last strut row nearest to the transition. Deployment knob appears to have been pulled from hub. Deployment was able to be continued at the endoprosthesis. The rest of the catheter components were unremarkable.